Manufacturer narrative:
Date of event: (B)(6) 2019; date of report: 19nov2019. The service technician evaluated the ventilator. The service technician reported that the touchscreen was successfully replaced.

Event description:
The customer reported that the touchscreen was only partially working. There was no patient involvement.